Manufacturer narrative:
Product support confirmed the client's observations of elevated tni and ck-mb results when testing returned patient samples with retained devices. Results were as follows: sample 1; method: ckmb, tni; triage: 4.21, 0.225; triage+hama: no sample, no sample; accessii: no sample, no sample; customer data: 5.00, 1.15; ps had insufficient sample volume for hama testing. Sample 2; method: ckmb, tni; triage: 4.61, 0.131; triage+hama: 1.59, 0.112; accessii: 0.50, 0.00; customer data: <1.0, 0.55; ps observed a decrease in ck-mb signal after treating sample with anti-hama reagents. Tni signal did not drop, so findings could not confirm hama interference. Sample 3; method: ckmb, tni; triage: 3.38, 0.146; triage+hama: 4.02, 0.016; accessii: 0.50, 0.00; customer data: 8.60, <0.05; ps observed a decrease in tni signal after treating sample with anti-hama reagents. Ck-mb signal did not drop, so findings could not confirm hama interference. Positive controls gave results within specifications. A review of mfg release data for the device lot showed results were within mfg specifications. Heterophilic antibody interactions are likely the root cause for elevated ck-mb and tni results. Hama testing was not conclusive. Tni complaints are routinely tracked and trended.

Event description:
Caller reported false positive troponin I (tni) and ckmb results on triage cardiac panel vs. Access. A patient sample was run at midnight with a positive tni result. A second draw was taken at 1:45 am and got a different result (negative). Because of the discrepancy (see results in next section) the sample was repeated at 3 am with positive result. The initial draw was then run in the lab on the access and got a negative result. Patient was not treated but held in ed for 3 hours awaiting disposition. No further patient information was provided.